Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1npfm, product type: lead. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: 3550-05, lot# unknown, product type: accessory. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#: (B)(4) ; product ID: 3550-05, serial/lot #: unknown, ubd: 29-jan-2022. This event was also reported under manufacturer report #3007566237-2018-00993. (B)(4). Applies to accessory (lot# unknown) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient started the advanced evaluation at the time of initial report, but were seeing the ¿settings not available¿ screen when trying to increase above 2.2ma on the left side; the following was then reviewed. Stimulation was decreased to 0.0ma and an attempt was made to increase amplitude to 7.0ma, but this didn¿t resolve the message. The patient reported that as soon as they tried increasing from 0.0ma, they saw, ¿desired settings cannot be reached.¿ an attempt was made to try a new program and increase amplitude to effect, but that didn¿t resolve the message. As a result of what was reported, a message was sent to the sales representative (rep). The sales rep called in regarding settings not available; the possibility of an open/short circuit was reviewed, but the caller indicated some out of regulation (oor) messages intra-op, but they were resolved after re-seating. The ens and controller had been replaced. The patient got home and was now receiving oor message and was unable to increase beyond 0.1ma on all three programs. The next day, patient was getting an error message on their device when they attempted to increase stimulation above 2.0ma: ¿cannot provide these settings, please contact your clinician." Additional information received from the sales rep via the patient on (B)(6). After the patient went home, they stopped feeling stimulation. When the rep spoke to the patient, they couldn¿t increase past 0.1ma; it gave an error message ¿cannot increase stimulation, please contact your provider.¿ the ens, controller, and twist lock cable were switched out, at which point, the device could increase to 0.2ma, but then they received the error message that ¿settings cannot be increased, please call clinician.¿ on (B)(6), patient was on their way to the healthcare provider¿s (hcp) office to have their device looked at; the patient indicated it wasn¿t working. On (B)(4), sales rep said the patient is going into the operating room (or) today and the hcp would likely replace the extension, check with the ens to see if the issue is resolved, and if not, the lead will be re placed. The caller also mentioned the hcp and resident were deploying the tines during trial placement, but as they pulled back the introducer sheath, the lead kept going in and was pushed in. The hcp had to pull the lead out and start over, but the tines had deployed; the caller asked if this could be causing the issue. An email was sent to the rep as they may return the product. On (B)(6), rep and hcp could see the lead was not completely inserted into the percutaneous extension. The extension was switched out and the device was working properly. Five days later, rep said they were able to correct the issue for the patient and they now feel stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1npfm, product type: lead; product ID: 3550-05, lot# unknown, product type: accessory; product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator; product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). Rep reported that the external neurostimulator (ens) serial numbers and extension lot number are unknown. The cause was that the lead was not inserted completely into the percutaneous extension. A resident was helping during this event and did not insert the lead into the percutaneous extension completely. Hcp said that there was no need to return nor analyze the two previous enss and extension as they determined the cause. No further patient complications have been reported as a result of this event.